Event description:
A customer in the us filed a complaint alleging that a patient sample, known to be (B)(6), repeatedly generated target not detected (tnd) results when tested with the kit (B)(6), lot r00303. The sample was tested three times on (B)(6) 2012 and all three results were tnd. The patient's clinical history is not available.

Manufacturer narrative:
Result: device performed according to specifications. Conclusion: no failure detected and product within specification. The customer alleged that one sample was tested three times with the ctm hcv v2.0 for use with the high pure system test and produced three under-quantitated results. Review of the controls run with this sample were valid. No invalid results were generated. The sample was sent for sequencing analysis against the primers and probes for the test. Sequencing results determined that sequences that cover the hcv target region were genotype 1a. There were no mismatches present to any of the ctm hcv v2.0 test primer regions. However, there are two mismatches to the probe binding region that are likely to affect the test's performance.this issue is addressed in the ctm hcv v2.0 test for use with the high pure system test package insert which states: "though rare, mutations within the highly conserved regions of the viral genome covered by the cobas taqman hcv test, v2.0 for use with the high pure system primers and/or probe may result in the under-quantitation of or failure to detect the presence of the virus in this circumstance". The issue is sample specific and is covered in the product labeling. Therefore, the test is performing as intended and there is no indication of a product non-conformance. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).